Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.

Event description:
It was reported 'fusion was done on (B)(6) 2014 and the patient did not accomplish a fusion. The patient said he felt a "pop" and then made an appointment to be seen. The head pulled off the right side l# coral friction screw. The surgeon removed the hardware and put the patient in a brace.' Additional clinical info was requested numerous times by integra.